Manufacturer narrative:
The pump user guide states: make sure that you always have an insulin syringe and vial of insulin with you as a backup for emergency situations. You should always have an appropriate emergency kit with you. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not have enough insulin to fill and load the cartridge onto the pump. Subsequently, customer did not receive insulin therapy for 4 hours. Customer experienced diabetic ketoacidosis (dka) and blood glucose (bg) of 438 mg/dl. Paramedics transported customer to the emergency room where intravenous (IV) insulin and fluids were administered. Five hours later, customer was admitted to the hospital with bg of 303 mg/dl. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.